Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure on three days earlier. According to the complainant, approximately 20 minutes into the procedure the prostatic balloon began to leak. The catheter was replaced with another prolieve thermodilitation kit and the was completed successfully. No patient complications were reported as a result of this event, and the patient's condition was reported to "okay".

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis is not available. In addition, we are not able to determine the relationship between this device and the cause for this event.